Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) with neurological symptoms on (B)(6) 2022. They have had mild neurological symptoms since then. A review of the log files revealed only routine events. The vad and peripheral equipment appeared to be functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh) and neurological symptoms could not conclusively be established through this evaluation. The submitted system controller event log file contained data from 15jul2022 through 26jul2022. The file primarily consisted of routine power source exchanges and pulsatility index (pi) events. No hazard alarms were captured. The pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists hemolysis and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters. Section 4 also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. Section 6 entitled ¿patient care and management¿ also lists neurological dysfunction as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") also outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's ldh level was 328. The patient had confusion and was seen in the emergency department. Acute issues resolved but neuro evaluation was ongoing. The patient had a negative work up in the emergency room and a negative computed tomography (CT) scan. No type of neurological dysfunction was diagnosed.